Event description:
Pt got a whole cassette of air IV via injector of CT contrast due to an equipment malfunction or to an empty syringe being used instead of a syringe pre-filled with contrast. Suggestion from their physician in charge of pt safety committee is to have the mfrs add a colored dye in the contrast so that pt could not get air accidentally. The pt complained of nausea and displayed symptoms of seizure activity, a code called, and pt was resuscitated with oxygen, went back to an ICU and was later transferred to the floor and was stable and pt eventually discharged to home. The steps required to set-up the power injector have been reviewed to ensure that a consistent process is established for all staff to follow and also how to handle interruptions when setting up CT scan injection and discarding of used syringes. Meetings have occurred to ensure preventive maintenance procedures are performed routinely. A staff competency for initiating CT scan injections has been designed for all staff to complete. New staff will be required to complete during orientation to radiology. All other staff will be required to complete on an annual basis.